Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose readings displayed as ¿high.¿ at the time of the report, the customer had not addressed bg level. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days using novolog insulin. Tandem customer technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days. Customer changed cartridge and infusion set to address the issue.